Manufacturer narrative:
The floating tabletop equipment operated as designed. The root cause of this issue relates to the user not following the user instructions noted in the drx-evolution user guide which specifically states "during procedures requiring the table, ensure that the patient's head, hands, and feet are completely within the patient support area. If any portion of the patient's body extends over the edge of the patient support area, serious injury may result.

Event description:
Patient held the edge of the floating tabletop and their left hand was pinched during table movement initiated by the radiology technologist. This resulted in a non-displaced fracture.